Event description:
The biomedical engineer (bme) requested nk onsite support services for intermittent communication loss for several telemetry devices. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) requested nk onsite support services for intermittent communication loss for several telemetry devices. The bme emailed the results of the report, which documented that this multiple patient receiver (org) had a crc error message. Nk support attempted to use the restore card, but the issue persisted. The org was connected to an uninterruptible power supply (ups) that was faulty. The settings from the defective org were copied to a spare unit on site, the ups was replaced and the org was returned for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.